Event description:
Cope mandril wire guide pmg-18sp-60-cope (g05183) was used in a cardiac catheterization. Right femoral artery accessed with needle with good flow, wire advanced, resistance met, fluoro demonstrated wire in side branch (likely superficial circumflex iliac artery). I tried to manipulate the wire through the needle (pull the wire back to the femoral artery and readvance it to the aorta), and the wire began to unravel. Needle removed. After discussion with our surgeons, cath docs, and ir docs, decision made to try to remove the wire. The wire unraveled all the way to the tip and the external covering of the wire was removed leaving just a tip attached to a floss-like central piece of "[invalid]" pulling on this; the tip was still wedged in the vessel. Pulling harder, the [invalid] detached from the tip and was removed. A pinpoint tip made of 92% platinum/8% tungsten was retained in the child's body. FDA safety report ID# (B)(4).